Manufacturer narrative:
A philips field service engineer (fse) evaluated the unit and confirmed the occurrence of a battery failure error code in the device event log. The fse replaced the power management (pm) pcba, central processing unit (cpu) pcba, power supply, and power switch overlay in an attempt to resolve the alleged malfunction but this did not resolve the issue. The fse then replaced the power harness which resolved the problem. The battery was also subsequently replaced. The ventilator successfully passed performance verification testing and was then returned to service. A motor controller (mc) pcba, battery, and power supply assembly were received for internal component analysis. The mc pcba was not reported to have been replaced but was received for evaluation. Visual inspection of the parts revealed no evidence of damage or contamination. The mc pcba, battery, and power supply were tested, and no issues were found during testing. The root cause could not be confirmed.

Event description:
It was reported to philips that the device would not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.